Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced the following: pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia. On (B)(6) 2009 - bloating, post-op urinary retention. On (B)(6) 2011 - incomplete emptying. On (B)(6) 2011 - dysuria, pressure/pain with urination, weak stream, brownish/ yellowish mucous discharge, constant dull pelvic pain, small minute stubble-questionable mesh, granulation tissue, urinary tract infection, mesh erosion. Urine culture positive e. Coli. Patient underwent silver nitrate cautery. On (B)(6) 2012 - urinary frequency, urgency, urge incontinence, nocturia x 5. On (B)(6) 2012 - cystourethroscopy revealed cystocele, treatment plan to start detrol. On (B)(6) 2012 - patient did not try detrol. Urinary frequency, urgency, right suprapubic pressure. On (B)(6) 2012 - urinary incontinence, nocturia, pelvic and abdominal pain, vaginal discharge and itching, constipation. Impression: painful mesh erosion, vaginal skin atrophic, pelvic muscle spasm, urinary urgency and frequency, and postvoid dribble. On (B)(6) 2012 - cystoscopy revealed no abnormalities. Impression is urinary urgency.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received the patient has experienced dysuria, pressure/pain with urination, urinary hesitancy, weak stream, intermittent brownish-yellow mucous discharge (vaginal discharge), constant dull midline/right pelvic pain, constipation, granulation tissue and required additional non-surgical interventions.